Manufacturer narrative:
Follow-up # 2 (06/12/2014) ¿ a DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the lay user/patient¿s products have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/reporter, the patient¿s mother, contacted lifescan to report the onetouch ping meter memory contained incorrect results. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. During a physician¿s office visit on (B)(6) 2014 the meter memory was downloaded and the results for two weeks listed elevated blood glucose readings; it was reported these correlated with the patient¿s hbg a1c value of 9.1%. The patient¿s mother reported that the results in the meter¿s memory were not the same as the results the patient had recorded in her logbook. For example, the meter¿s memory showed a result of 396 mg/dl on (B)(6) 2014 at 7:55am and the patient recorded ¿84 mg/dl¿ in the log book. At 10:35 am the patient obtained the blood glucose reading of 223 mg/dl on the reported meter, and recorded a result of 125 mg/dl in her logbook. The patient¿s mother confirmed that based on the logbook normal readings, the patient was allowed to consume increased food at meals. At an unspecified date/time, the patient experienced the symptoms of sweating, headache, thirst and hunger and she felt hyperglycemic. The patient¿s blood glucose level was tested to be ¿in the 200¿s mg/dl¿ using another meter. The reporter noted the patient took bolus doses of insulin via the pump to correct her blood glucose levels but she was unable to provide specific doses or details. The patient did not seek any medical attention or treatment. The test strips and control solution were replaced. The issue was resolved with troubleshooting and patient education. There was no evidence the meter was not functioning appropriately. The patient¿s technique was incorrect but not accurately recording her meter blood glucose readings and then eating increased food based on false results in the logbook. However, as the patient experienced blood glucose levels and symptoms suggesting severe hyperglycemia and received treatment with insulin after this issue occurred, this complaint is being reported.